Event description:
Eea stapler tip fell off when trying to operate inside of patient during bypass. All items were retrieved and a new device was opened. Staff noted the defective device had the same lot number as the one that malfunctioned in another room/case. FDA safety report ID # (B)(4).